Manufacturer narrative:
On february 12, 2026, mentor became aware that information was inadvertently omitted from the initial report. Corrected data: the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 23, 2026, the mentor failure analysis lab has received the device packaging for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On march 17, 2026, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the images provided in the complaint, a black fiber/foreign material is perceived between the tyvek lid and the product information label. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hair was found on the outside of the package of a 460cc mentor smooth round high profile saline breast implant prosthesis during a breast surgery. The implant did not come in contact with the patient. The surgery commenced without any reported delays and a new implant was used to complete the implantation. No adverse events, patient harms, or patient consequences were reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).